Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(4). Batch: 20489187/20984725.

Event description:
It was reported that the patient experienced inadequate stimulation despite multiple reprogramming attempts. All components were explanted and discarded per hospital policy.